Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The video spliter was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The video spliter was returned to the manufacturer for analysis. Functional testing found that the component had no faults. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system showed no input detected on both monitors. The representative took the video cable out of the computer from the system and connected to the video splitter of another system and video was present. The representative bypassed the video splitter on the initial system and video was seen on the surgeon monitor.